Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). The rep reported that during the case the surgeon connected the leads to the battery and the rep ran a connectivity test which resulted in a red ¿x¿ for electrode 7. The rep suggested pulling it out, wiping it off and reseating back into the battery. The surgeon chose not to. The rep noted that he assumed it was a result of that electrode being too close to the anchor and figured it would settle down with time and become usable. The rep reported that when the patient woke and the rep turned the system on and began to program, the rep ran a connectivity test and got the same results. The rep ran an impedance test and it showed 7 at 40,000 and 15 at 14,870. The rep was able to program around it just fine. No further complications were reported.